Event description:
Skytron requested the facility to send us their service reports, so we could make a determination as to the nature of the problem. We also requested them to remove the table from service until we could look over the table. The table remains in service after the facility's biotech repaired it. Skytron did not receive the requested service report that would allow us to make a determination of the problem. We did receive an emailed explanation form of the facility: "table had a problem description of 'dr asked for bed to be airplaned. Picked up the controls of the bed (without touching any buttons) the bed began to go in to trendelenburg position. Which was lowering the pt's head to the floor, which was open at the time. So we held the return button and when he did this, the bed stayed in one position and did not move. However, as soon as he took his finger off the return button, the head of the bed began to drop again.' The tech found small plastic chips in the switch activation air space. The chips came from the switch bottom holder plate and damage was not visible from the exterior of the control. The tech repaired the hand control unit and returned it to use. The unit has been functional since the repair." The facility does not have preventative maintenace agreement with skytron and we do not have access to their records nor are we allowed access. This explanation does not allow skytron to evaluate what the claimed problem was with the table. Therefore, we are unable to make a determination to include the method, results and conclusion.